Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. As received, the battery charger/modem was resetting. Upon evaluation, the charger/modem exhibited a flash memory failure at bga components u102 and u105 on the c/a board. The root cause for the flash memory failure could not be positively identified. The battery charger design change in (B)(4) was determined to be effective at reducing the occurrence of fractured bga's resulting from mechanical strain. The occurrence of this failure mode continues to be assessed during the monthly data analysis per (B)(4). No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a battery.